Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility administrator reported that following an intraocular lens (iol) implantation procedure, the patient feels like "seeing through a fish bowl". The iol was exchange for a different model approximately one month after the initial implantation. The clinical reason reported for the exchange was "pt intolerance". Additional information was provided indicating that the patient's issues have resolved. The surgeon's prognosis was reported as excellent.